Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 but the pad-pak is removed and re-inserted on (B)(6) 2010. We don't know in what environment the device was stored in between these dates. Between (B)(6) 2010 and (B)(6) 2011, the device fails self tests more than twenty times for a low battery. Temperatures at the time of the fails are frequently below zero. After the (B)(6) 2011, there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The self test fails due to a low battery happened because the device was stored in a location where it was exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.